Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the right lead. Device malfunction was suspected. The patient will undergo lead replacement procedure.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the right lead. Device malfunction was suspected. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and the splitters were explanted. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the right lead. Device malfunction was suspected. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the right lead. Device malfunction was suspected. The patient will undergo lead replacement procedure.